Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient will undergo a revision surgery for gutter debridement and possible poly exchange. Dr (B)(6) will check stability of tibia tray and if he feels it is loose, he will revise to invision tibia tray or standard inbone tray depending on what suits best for revision. Patient is complaining of pain without any obvious identifiable implant concerns. Dr is going to take into surgery for gutter debridement and exploration of implant integrity with plan to revise if needed either by poly exchange or revision of tibial tray and talus if looks intra-operatively.